Event description:
It was reported that a pt with occipital lead placement (c1) experienced lead migration causing painful stimulation and loss of stimulation. The anchor was at the base of the skull/upper neck. It was a unilateral pain implant with an octad lead so the anchor was lateral neck vs. Midline. There was the potential for high mechanical stress with neck/head movement. It was believed that the anchor was sutured to the fascia and three ties were in place to hold the lead. Three strain relief loops had been used. The loss of stimulation occurred when the pt was "tipping head down". X-ray showed the lead and anchor had both moved. The lead incision was opened and the titan anchor was found in two places. The lead and anchor were replaced. No pt outcome was reported.

Manufacturer narrative:
Results code: refers to the anchor. Final device analysis of the anchor revealed that the anchor was separated. The titanium insert had come out of the anchor. There was a small amount of adhesive on the titanium, indicating it was manufactured correctly. There were breached and cosmetic cuts in the silicone that may indicate that sutures were tied around the anchor, however, there was no evidence in the silicone that the sutures were very tight.